Event description:
It was reported that the patient's blood glucose level rose to 290 mg/dl from 269 mg/dl. It was reported that "the incident primarily concerns a mechanical issue, which resulted in a rise in the patient's blood glucose level". Additionally, difficulty inserting the cannula was reported. Medical assistance was not required. Further information is not available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm the reported needle mechanism failure or to determine its root cause.